Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. When the physician opened the package, he found that the 2.25x24 taxus express2 drug eluting stent was deformed. The procedure was completed with another taxus stent. No patient complications were reported.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.